Event description:
The linting from the blue towels is possibly leading to increased risk of surgical site infections. The contact person at the company said the process and/or blue towels are the same.